Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: a product development evaluation was performed for the subject device. The subject device was received with the complaint that during a sternum closure procedure the handle of the zipfix application instrument stayed in the close position. These devices are part of the sternal zipfix system and are used to tension and cut the zipfix implants. Proper use and maintenance is addressed in technique guide. The returned device was received intact with a few scratches on the surface of the device. When the cutting mechanism is locked and the trigger is depressed, the trigger can be fully retracted. Then, when the trigger is released from the fully retracted position it sticks and does not slide smoothly back to the resting state. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. The remaining functionality was tested and no further issues were determined. The associated drawing was reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. While the root cause cannot be definitively determined, review of the failure mode determined that it is most probable that not properly maintaining the devices as indicated in the technique guide resulted to the complaint condition. Specifically, it appears the binding is occurring between the spacer component and the pusher sleeve component where the tolerance is constrained to allow a sliding fit and to ensure proper alignment between the components. Page 22 of the sternal zipfix system technique guide, j10267-c, provides specific instructions for lubricating the device prior to sterilization and includes this region as one of the three locations to apply oil. Furthermore, from handling of the devices during investigation, the oil from the investigator¿s hand appears to have restored functionality. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4). Manufacturing date: november 21, 2013. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the handles of two (2) zipfix application instruments stayed in the closed position during a sternum closure procedure on (B)(6) 2015. No surgical delay was reported. No additional information is available at this time. This report is 1 of 2 for (B)(4).